Event description:
International distributer contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2013 a patient experienced out of range signals.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported permanent loss of "y" icon.